Manufacturer narrative:
The investigation has been started and we will share the result in a final report.

Event description:
It was reported that the device stopped providing breaths for the patient and registered a "data failure" message. There was no patient injury reported.

Manufacturer narrative:
The investigation was based on reported case and logbook analysis of the affected evita v500 with serial number (B)(6). In addition, the unit was investigated with the assistance of dräger technical support and repaired and tested according to manufacturer's specifications. The analysis of the provided logbook at the manufacturer site and by the technical support has shown that the ventilation unit has restarted as reported. Furthermore, the cockpit c500 posted the alarm message «ventilation unit restarted», «device failure (3) », «device failure (9) » «device failure (11) » and «data loss » after successful restart as specified. Later, the ventilation was switched into standby mode by the user. The cause of the warm start was a communication problem due to a faulty m16.2 therapy control module. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. The auxiliary acoustical alarm will be activated in order to inform the user about the problem. This alarm is energized from an independent supply and will last for at least two minutes. However, manual ventilation with an alternate device may be considered necessary. The pba m16.2 and cf card were replaced onsite and the device was tested without further deviations according to manufacturer specs. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped providing breaths for the patient and registered a "data failure" message. There was no patient injury reported.